Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd facscalibur¿ leaked biohazardous waste outside of the instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: leaking liquid: was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to facscalibur basic with sort sensor unit, part # 343022, serial # (B)(6). Problem statement: customer reported complaint of biohazard leak not contained with instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 26oct2020 to 26oct2021. Complaint trend: this is the only complaint, related to the issue of biohazard leak not contained within the instrument. Date range from 26oct2020 to 26oct2021. Manufacturing device history record (DHR) review: DHR part #343022 serial # (B)(6), file #(B)(4) facscalibur 2, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage not contained within the instrument was due to a worn waste connector. The customer had initially reported that the instrument was leaking due to a worn connector and requested for the part number. The tsr (technical service representative) responded to the customer with the part number of the connector under the sheath filter (pn 343531). No repair was performed at this time since the customer had decided not to order the part at this time. A new case will be opened when the customer decides to proceed with the repair. Although the leakage was of a biohazardous material which can pose a risk of contamination upon contact, the customer confirmed that they were not harmed in any way due to the leakage. Additionally, the leakage was not in the form of a spray, and thus did not increase the risk of exposure. This instrument was being used for clinical treatment but no patients or patient samples were affected by the leakage. Proper daily and monthly cleaning and maintenance can help in identifying risks within the system and repairing them before failures, and these instructions can be found in the bd facscalibur¿ instructions for use, 23-12911-02 rev. 1/vers. A, starting on pages 60 and 173 (maintenance). The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: n/a, case # (B)(4). Install date: (B)(6) 1997. Defective part number: n/a. Case notes: subject / reported: since the liquid is leaking, I would like to replace the connector, so please tell me the part number. Problem description: rikaken co., ltd. Goat is leaking liquid, so I would like to replace the connector, so please tell me the part number. ((B)(6) 2021 4:11 am) [phenomenon] since the liquid is leaking, I would like to replace the connector, so please tell me the part number. [Correspondence] [result] the quick disconnector part number 343531 under the sheath filter was reported. ((B)(6) 2021 4:08 am) rikaken co., ltd. Goat is leaking liquid, so I would like to replace the connector, so please tell me the part number. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # (B)(4), rev. 01/vers. A, risk analysis facscalibur 3 color basic ivd was reviewed. The severity rating in this file is ¿5¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby a waste leak is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes no. Item: droplet containment module function: to contain droplets. Potential failure mode: droplets not contained. Potential effects of failure: all of the sample is. Potential causes/mechanisms of failure: pump not properly sealed. Current controls: n/a. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 5. Occ: 5. Det: 1. Rpn: 25. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the biohazard leakage not contained within the instrument was due to a worn waste connector. Conclusion: based on the investigation results, the root cause of the biohazard leakage not contained within the instrument was due to a worn waste connector. The tsr assisting the customer gave them the part number of the faulty part and recommended that they perform the repair as soon as possible. The customer decided not to order the part at this time and so no repairs were done to the instrument. A new case will be created when the customer decides to perform this repair. No one was harmed or injured due to this event, and patient samples were not affected. The safety risk is limited, s2, and there was no impact to customer health or safety.

Event description:
It was reported that the bd facscalibur¿ leaked biohazardous waste outside of the instrument. There was no user impact. The following information was provided by the initial reporter, translated from japanese to english: leaking liquid. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No.